Event description:
A micro -driver rx coronary stent system was used to treat a lesion in a pt's lad. The stent failed to cross the lesion and its struts became damaged during the procedure. The 90% stenosed lesion was pre-dilated with a 1.5mm x 12mm balloon. It was reported that 70-80% stenosis remained post pre-dilatation. Communications from the account confirmed that the lesion was resistant to ballooning. The vessel was tortuous and the lesion exhibited moderate calcification. The device was inspected prior to use with no abnormalities noted. It was reported that the physician encountered difficulties delivering the stent across the lesion and withdrew the device. Resistance was felt while advancing the device to the lesion, and it was reported that difficulties were encountered during removal of the device. On removal of the device, damage to the stent struts was noted. Another unk brand and size stent was implanted to treat the lesion. The pt was reported to be stable post procedure and no clinical sequelae have been reported. The device was returned to medtronic for eval. The stent was positioned on the balloon between the marker bands and balloon pillows. Blood residue was evident between the balloon folds and along the stent. The distal tip was damaged indicating that it may have been stubbed against the lesion. A number of struts on the 1st distal stent segment were raised and pulled distally and one strut on the 2nd distal stent segment was raised. Cd images were not provided for review.

Manufacturer narrative:
(B)(4): eval results & conclusions: 70-80% stenosis, tortuous vessel, moderate calcification. Stent damaged during procedure.